Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported electrodes 1-7 were high (40,000). No cause was determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-29: information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep states the patient is in the clinic today and they are getting an error on their controller stating that they cannot reach their desired settings and are only able to increase to 3.1ma. Rep states he re-programmed the patient and reduced pulse width and rate and the patient's coverage is where it needs to be. Rep states the tablet is showing that he can increase to 4 or more ma, but the patient can only go up to .2 after the re-programming. Technical services reviewed looking into impedances and programming around those. Rep plans to do this and call back, if needed. 2024-aug-22: additional information was received from a manufacturer representative (rep). The rep reported that they interrogated the patient¿s device and ran impedance values. Some of the electrodes were out of normal range, so the rep programmed around them. The issue is resolved.